Manufacturer narrative:
The sample is unavailable for return. Customer provided images to argon. A follow-up report will be submitted once the images have been reviewed.

Event description:
While placing the skater drainage catheter, the locking mechanism broke, cathter was removed and a new catheter had to be placed for the patient.

Event description:
While placing the skater drainage catheter, the locking mechanism broke, cathter was removed and a new catheter had to be placed for the patient.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of photos from the customer was performed, found locking tap was broken in the sealed pouch and the complaint was confirmed. The most probable root causes are final packaging, shipping, unit storage, mishandling by operator, after reaching the customer facility or damage prior to use. No corrective action is required at this time because a manufacturing defect could not be confirmed.